Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data information regarding the reported peritonitis diagnosis. The device was not returned to the manufacturer for investigation. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During follow up for an unrelated complaint, the pt's spouse stated he was being treated with antibiotics for cloudy effluent. Therapy began on (B)(6) 2014. The peritoneal dialysis registered nurse (pdrn) reported the pt was being treated for peritonitis. He was diagnosed on (B)(6) 2014. Bacteria unk. Cause non specified. She was reluctant to provide further details. There was no malfunction alleged against the device and a search of the complaint information system confirmed there were no allegations of leaks during treatment in the 72 hours preceding diagnosis.